Manufacturer narrative:
One fluid warmer was received for evaluation. Physical inspection found the device to be in good condition. Upon opening device, a burned heater was noted to have been found. The heater was then replaced as the customer complaint was confirmed. Electrical safety and functional tests passed.

Event description:
Information was received that a smiths medical level one fluid warmer had a slight burning smell due to the device turning on at the aluminum heating element with steam and fume. A slight burning smell resulted, as well as a melted board and electronics. No patient injury.

Manufacturer narrative:
One fluid warmer was received for evaluation. Upon receipt, a burnt heater was noted. No cracks or damages visible during visual inspection of the device. Temperature settings adjusted, and device passed all electrical safety and functional tests. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.